Event description:
The end user was sitting on the rollator and reached to grab something. The wheel apparently came off and he fell, fracturing his arm.

Manufacturer narrative:
The end user was sitting on the seat of the rollator. He reached to the side and slightly to the back and one of the front wheels came out and he fell. The bolt was found to be bent and it was detached from the frame. It was reported that a fractured arm resulted from the fall. Sample appears to be in very good condition. Threads on the bolt are "stripped" and the insert has some damage as well. The sample was evaluated and nothing was found to suggest that the device was out of specification. We will monitor this issue.